Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device was received for examination, therefore the reported event could not be confirmed. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot a search of the depuy nonconformance (nc) quality system found no nc¿s associated with this product/lot combination. Based on the inability to find any nc¿s against the provided product code/lot code combination, it is reasonable to conclude that there are no anomalies with regard to manufacturing or inspection contained in the device history records that would contribute to the reported event.

Manufacturer narrative:
Product complaint : (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
One of the drill pins was too wide at the end nearest the operator (non-drilled end). This meant that it was not possible to slide the femoral sizer or cutting blocks on and off. This was only an inconvenience to the surgery and surgeon. They were able to complete the operation using the other items in the batch. There was no additional harm to the patient or staff.